Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and endometritis ('endometritis') in an adult female patient who had essure (ess205) (batch no. 12275731) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included ketoconazole. The patient's medical history included genital warts, benign neoplasm of urethra, bloating, amenorrhea, dizziness, vertigo, pap smear abnormal, shortness of breath, chest tightness and congenital condyloma. Concurrent conditions included overweight, asthma, depression, gastroesophageal reflux disease, pancreatitis due to gallstones, headache, general body pain, mass, sinus disorder, menopausal symptoms, sinus pain, abscess oral, hot flashes, back pain, wrist pain, muscle pain, urinary incontinence, red blood cell sedimentation rate increased, dysplasia, chest pain, dry cough, allergic rhinitis, wheezing, feeling irritated, adenomyosis, paratubal cyst, cervicitis, hyperplasia, squamous cell metaplasia, uterine bleeding, pes planus, bacterial vaginosis, swelling nos, knee effusion, rheumatoid arthritis, musculoskeletal pain, varicose veins of lower extremities, lymphadenopathy cervical, lung nodule, diabetes mellitus, rash over arms, post inflammatory hyperpigmentation, seborrheic dermatitis, insomnia, osteoarthritis, cholelithiasis, biliary colic, biliary pancreatitis, genital bleeding, infection, uterine enlargement, nausea, urine abnormal, libido decreased, energy decreased, stress, obesity, sinusitis, allergic rhinitis, cerumen impaction, colon cancer, meniscus tear of knee, baker's cyst ruptured, ligament sprain, chondromalacia patellae, patellar tracking disorder, swollen lymph nodes, hyperplastic cholecystopathy, gallstones, pain in arm, abdominal pain, vomiting, epigastric pain, ulcer nos, tiredness, edema, acute cholecystitis, edematous pancreatitis, pancreatitis due to gallstones, vitamin d low, venereal disease nos, diarrhea, abdominal cramps, vaginal discomfort, snoring, sleep apnea, microglial nodules, hypersomnia, bruise, general body pain, pulmonary embolism, atelectasis, peripheral vascular disease, breast cancer, tooth pain, grand multiparity, seizure and multiple organ dysfunction syndrome. Concomitant products included salbutamol (albuterol) (B)(6) 2016 to (B)(6) 2017 for asthma as well as acetylsalicylic acid (aspirin) from (B)(6) 2007 to (B)(6) 2016, aluminium hydroxide;magnesium hydroxide;simeticone (mylanta ii) from (B)(6) 2007 to (B)(6) 2016, escitalopram oxalate (lexapro), esomeprazole since (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2017, ketorolac from (B)(6) 2014 to (B)(6) 2017, loratadine (B)(6) 2016 to (B)(6) 2017, lorazepam from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) since 2002, mirtazapine from (B)(6) 2016 to (B)(6) 2016, oral contraceptive nos since 2002, paracetamol (acetaminophene) since (B)(6) 2005, paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2017 and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2016, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe:fibroids"). From (B)(6) 2017 until (B)(6) 2017, the patient received ketoconazole at an unspecified dose and frequency. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the endometritis, vaginal haemorrhage, menorrhagia, menstrual disorder, dysmenorrhoea, dyspareunia, uterine leiomyoma, migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had pain bilaterally in lower quadrants from day of procedure to (B)(6) 2005. Current weight 193 lbs. Following placement of essure coils, on the right 3 coils visible in the cavity and on the left 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Chest x-ray - on (B)(6) 2007: stable exam. No acute cardiopulmonary findings.; on (B)(6) 2016: no acute intrathoracic abnormality. Computerised tomogram - on (B)(6) 2008: findings compatible with pancreatitis and cholecystitis. These findings may represent gallstone. Pancreatitis or possibly pancreatitis with reactive cholecystitis. Free fluid within the abdomen and pelvis is likely reactive in nature. Computerised tomogram pelvis - on (B)(6) 2017: no acute intra-abdominal process. 2. Enlarged lobular fibroid uterus suspected. 3. Re demonstration of a 4 mm pulmonary micro nodule within the left lung base. 4. Multiple nodular densities within bilateral breasts, likely benign findings as correlated with prior mammogram. Computerised tomogram thorax - on (B)(6) 2016: 1. Negative for pulmonary embolism. 2. Bibasilar posterior interstitial opacities likely related to atelectasis. Negative for consolidation. 3. Multiple mildly prominent and borderline enlarged mediastinal, hilar, and upper abdominal lymph nodes, nonspecific. 4. Small 5 mm pulmonary micro nodule within the left lung.. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded result: total bilateral occlusion (as per mr): essure devices in place without patency of the fallopian tubes bilaterally. Mammogram - in (B)(6) 2010: enlarged lymph node right breast.. Nuclear magnetic resonance imaging - on (B)(6) 2012: 1. No evidence for meniscal tear. 2. Edema adjacent to the mcl could be due to a partially ruptured baker's cyst versus low grade sprain. 3. Predominantly patellofemoral chondromalacia with mild lateral patellar tilt. These findings suggest excessive lateral pressure syndrome (elps), in the spectrum of patellar tracking disorders. 4. Small fissures of the patellofemoral and medial femoral condyle hyaline cartilage.. Ultrasound abdomen - on (B)(6) 2008: multiple gallstones. Diffusely thickened gallbladder wall with edema of the wall. This has the appearance of acute gallbladder inflammation. Pancreas parenchyma appears slightly hypoechoic suggesting pancreas edema.; on (B)(6) 2017: enlarged fibroid uterus with multiple subserosal fibroids. Ultrasound breast - on (B)(6) 2017: increased size of an in-determine 1 cm lesion in the right breast, which can be correlated with mammographic evaluation as clinically indicated. Ultrasound pelvis - on (B)(6) 2005: subserosal uterine leiomyomata. Ultrasound scan - on (B)(6) 2017: 2 benign appearing occipital lymph nodes.. Ultrasound scan vagina - on (B)(6) 2012: normal appearing ovaries, no ovarian cysts both ovaries are high in the pelvis and best seen transabdominally. X-ray - on (B)(6) 2015: no evidence for acute fracture or dislocation. Soft tissue swelling along the anterior forearm.; on (B)(6) 2017: no acute osseous abnormality of the left shoulder; on (B)(6) 2011: small suprapatellar effusion without evidence for acute osseous abnormality. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, uterine leiomyoma, pelvic pain, depression, menorrhagia. Endometriosis. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs and mr received. Lot no added. Date of removal added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), endometriosis dyspareunia(painful sexual intercourse), weight gain, fibroids. Events onset date were updated. Outcome of the event pelvic pain updated from unknown to recovering/resolving. Reporters information was added. Medical history, historical drugs,concomitant drugs and concomitant conditions were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and endometritis ('endometritis') in an adult female patient who had essure (ess205) (batch no. 12275731) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ketoconazole. The patient's medical history included genital warts, benign neoplasm of urethra, bloating, amenorrhea, dizziness, vertigo, pap smear abnormal, shortness of breath, chest tightness and congenital condyloma. Concurrent conditions included overweight, asthma, depression, gastroesophageal reflux disease, pancreatitis due to gallstones, headache, general body pain, mass, sinus disorder, menopausal symptoms, sinus pain, abscess oral, hot flashes, back pain, wrist pain, muscle pain, urinary incontinence, red blood cell sedimentation rate increased, dysplasia, chest pain, dry cough, allergic rhinitis, wheezing, feeling irritated, adenomyosis, paratubal cyst, cervicitis, hyperplasia, squamous cell metaplasia, uterine bleeding, pes planus, bacterial vaginosis, swelling nos, knee effusion, rheumatoid arthritis, musculoskeletal pain, varicose veins of lower extremities, lymphadenopathy cervical, lung nodule, diabetes mellitus, rash over arms, post inflammatory hyperpigmentation, seborrheic dermatitis, insomnia, osteoarthritis, cholelithiasis, biliary colic, biliary pancreatitis, genital bleeding, infection, uterine enlargement, nausea, urine abnormal, libido decreased, energy decreased, stress, obesity, sinusitis, allergic rhinitis, cerumen impaction, colon cancer, meniscus tear of knee, baker's cyst ruptured, ligament sprain, chondromalacia patellae, patellar tracking disorder, swollen lymph nodes, hyperplastic cholecystopathy, gallstones, pain in arm, abdominal pain, vomiting, epigastric pain, ulcer nos, tiredness, edema, acute cholecystitis, edematous pancreatitis, pancreatitis due to gallstones, vitamin d low, venereal disease nos, diarrhea, abdominal cramps, vaginal discomfort, snoring, sleep apnea, microglial nodules, hypersomnia, bruise, general body pain, pulmonary embolism, atelectasis, peripheral vascular disease, breast cancer, tooth pain, grand multiparity, seizure and multiple organ dysfunction syndrome. Concomitant products included salbutamol (albuterol) (B)(6) 2016 to (B)(6) 2017 for asthma as well as acetylsalicylic acid (aspirin) from (B)(6) 2007 to (B)(6) 2016, aluminium hydroxide;magnesium hydroxide;simeticone (mylanta ii) from (B)(6) 2007 to (B)(6) 2016, escitalopram oxalate (lexapro), esomeprazole since (B)(6) 2016, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ibuprofen from (B)(6) 2015 to (B)(6) 2017, ketorolac from (B)(6) 2014 to (B)(6) 2017, loratadine (B)(6) 2016 to december 2017, lorazepam from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) since 2002, mirtazapine from (B)(6) 2016 to (B)(6) 2016, oral contraceptive nos since 2002, paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2017, paracetamol since (B)(6) 2005 and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2016, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe:fibroids"). From (B)(6) 2017 until (B)(6) 2017, the patient received ketoconazole at an unspecified dose and frequency. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the endometritis, vaginal haemorrhage, menorrhagia, menstrual disorder, dysmenorrhoea, dyspareunia, uterine leiomyoma, migraine, depression, anxiety, weight increased and autoimmune disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had pain bilaterally in lower quadrants from day of procedure to (B)(6) 2005. Current weight 193 lbs. Following placement of essure coils, on the right 3 coils visible in the cavity and on the left 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Chest x-ray - on (B)(6) 2007: stable exam. No acute cardiopulmonary findings.; on (B)(6) 2016: no acute intrathoracic abnormality. Computerised tomogram - on (B)(6) 2008: findings compatible with pancreatitis and cholecystitis. These findings may represent gallstone pancreatitis or possibly pancreatitis with reactive cholecystitis. Free fluid within the abdomen and pelvis is likely reactive in nature.. Computerised tomogram pelvis - on (B)(6) 2017: no acute intra-abdominal process. 2. Enlarged lobular fibroid uterus suspected. 3. Re demonstration of a 4 mm pulmonary micro nodule within the left lung base. 4. Multiple nodular densities within bilateral breasts, likely benign findings as correlated with prior mammogram.. Computerised tomogram thorax - on (B)(6) 2016: 1. Negative for pulmonary embolism. 2. Bibasilar posterior interstitial opacities likely related to atelectasis. Negative for consolidation. 3. Multiple mildly prominent and borderline enlarged mediastinal, hilar, and upper abdominal lymph nodes, nonspecific. 4. Small 5 mm pulmonary micro nodule within the left lung.. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded result: total bilateral occlusion (as per mr): essure devices in place without patency of the fallopian tubes bilaterally.. Magnetic resonance imaging - on (B)(6) 2012: 1. No evidence for meniscal tear. 2. Edema adjacent to the mcl could be due to a partially ruptured baker's cyst versus low grade sprain. 3. Predominantly patellofemoral chondromalacia with mild lateral patellar tilt. These findings suggest excessive lateral pressure syndrome (elps), in the spectrum of patellar tracking disorders. 4. Small fissures of the patellofemoral and medial femoral condyle hyaline cartilage.. Mammogram - in (B)(6) 2010: enlarged lymph node right breast.. Ultrasound abdomen - on (B)(6) 2008: multiple gallstones. Diffusely thickened gallbladder wall with edema of the wall. This has the appearance of acute gallbladder inflammation. Pancreas parenchyma appears slightly hypoechoic suggesting pancreas edema.; on (B)(6) 2017: enlarged fibroid uterus with multiple subserosal fibroids. Ultrasound breast - on (B)(6) 2017: increased size of an in-determine 1 cm lesion in the right breast, which can be correlated with mammographic evaluation as clinically indicated.. Ultrasound pelvis - on (B)(6) 2005: subserosal uterine leiomyomata.. Ultrasound scan - on (B)(6) 2017: 2 benign appearing occipital lymph nodes.. Ultrasound scan vagina - on (B)(6) 2012: normal appearing ovaries, no ovarian cysts both ovaries are high in the pelvis and best seen transabdominally. X-ray - on (B)(6) 2015: no evidence for acute fracture or dislocation. Soft tissue swelling along the anterior forearm.; on (B)(6) 2017: no acute osseous abnormality of the left shoulder; on (B)(6) 2011: small suprapatellar effusion without evidence for acute osseous abnormality.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- autoimmune disorder, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and endometritis ('endometritis') in an adult female patient who had essure (ess205) (batch no. 12275731-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ketoconazole. The patient's medical history included genital warts, benign neoplasm of urethra, bloating, amenorrhea, dizziness, vertigo, pap smear abnormal, shortness of breath, chest tightness and congenital condyloma. Concurrent conditions included overweight, asthma, depression, gastroesophageal reflux disease, pancreatitis due to gallstones, headache, general body pain, mass, sinus disorder, menopausal symptoms, sinus pain, abscess oral, hot flashes, back pain, wrist pain, muscle pain, urinary incontinence, red blood cell sedimentation rate increased, dysplasia, chest pain, dry cough, allergic rhinitis, wheezing, feeling irritated, adenomyosis, paratubal cyst, cervicitis, hyperplasia, squamous cell metaplasia, uterine bleeding, pes planus, bacterial vaginosis, swelling nos, knee effusion, rheumatoid arthritis, musculoskeletal pain, varicose veins of lower extremities, lymphadenopathy cervical, lung nodule, diabetes mellitus, rash over arms, post inflammatory hyperpigmentation, seborrheic dermatitis, insomnia, osteoarthritis, cholelithiasis, biliary colic, biliary pancreatitis, genital bleeding, infection, uterine enlargement, nausea, urine abnormal, libido decreased, energy decreased, stress, obesity, sinusitis, allergic rhinitis, cerumen impaction, colon cancer, meniscus tear of knee, baker's cyst ruptured, ligament sprain, chondromalacia patellae, patellar tracking disorder, swollen lymph nodes, hyperplastic cholecystopathy, gallstones, pain in arm, abdominal pain, vomiting, epigastric pain, ulcer nos, tiredness, edema, acute cholecystitis, edematous pancreatitis, pancreatitis due to gallstones, vitamin d low, venereal disease nos, diarrhea, abdominal cramps, vaginal discomfort, snoring, sleep apnea, microglial nodules, hypersomnia, bruise, general body pain, pulmonary embolism, atelectasis, peripheral vascular disease, breast cancer, tooth pain, grand multiparity, seizure and multiple organ dysfunction syndrome. Concomitant products included salbutamol (albuterol) 28-oct-2016 to december 2017 for asthma as well as acetylsalicylic acid (aspirin) from 30-jun-2007 to 27-oct-2016, aluminium hydroxide;magnesium hydroxide;simeticone (mylanta ii) from 30-jun-2007 to 27-oct-2016, escitalopram oxalate (lexapro), esomeprazole since (B)(6) 2016, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ibuprofen from 3-jun-2015 to 30-dec-2017, ketorolac from 16-aug-2014 to 28-dec-2017, loratadine28-oct-2016 to december 2017, lorazepam from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) since 2002, mirtazapine from (B)(6) 2016 to (B)(6) 2016, oral contraceptive nos since 2002, paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2017, paracetamol since (B)(6) 2005 and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2016, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe:fibroids"). From (B)(6) 2017 until (B)(6) 2017, the patient received ketoconazole at an unspecified dose and frequency. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the endometritis, vaginal haemorrhage, menorrhagia, menstrual disorder, dysmenorrhoea, dyspareunia, uterine leiomyoma, migraine, depression, anxiety, weight increased and autoimmune disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had pain bilaterally in lower quadrants from day of procedure to (B)(6) 2005. Current weight 193 lbs. Following placement of essure coils, on the right 3 coils visible in the cavity and on the left 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Chest x-ray - on (B)(6) 2007: stable exam. No acute cardiopulmonary findings.; on (B)(6) 2016: no acute intrathoracic abnormality. Computerised tomogram - on (B)(6) 2008: findings compatible with pancreatitis and cholecystitis. These findings may represent gallstone. Pancreatitis or possibly pancreatitis with reactive cholecystitis. Free fluid within the abdomen. And pelvis is likely reactive in nature. Computerised tomogram pelvis - on (B)(6) 2017: no acute intra-abdominal process. 2. Enlarged lobular fibroid uterus suspected. 3. Re demonstration of a 4 mm pulmonary micro nodule within the left lung base. 4. Multiple nodular densities within bilateral breasts, likely benign findings as correlated with prior mammogram. Computerised tomogram thorax - on (B)(6) 2016: 1. Negative for pulmonary embolism. 2. Bibasilar posterior interstitial opacities likely related to atelectasis. Negative for consolidation. 3. Multiple mildly prominent and borderline enlarged mediastinal, hilar, and upper abdominal lymph nodes, nonspecific. 4. Small 5 mm pulmonary micro nodule within the left lung. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded result: total bilateral occlusion (as per mr): essure devices in place without patency of the fallopian tubes bilaterally. Magnetic resonance imaging - on (B)(6) 2012: 1. No evidence for meniscal tear. 2. Edema adjacent to the mcl could be due to a partially ruptured baker's cyst versus low grade sprain. 3. Predominantly patellofemoral chondromalacia with mild lateral patellar tilt. These findings suggest. Excessive lateral pressure syndrome (elps), in the spectrum of patellar tracking disorders. 4. Small fissures of the patellofemoral and medial femoral condyle hyaline cartilage.. Mammogram - in (B)(6) 2010: enlarged lymph node right breast.. Ultrasound abdomen - on (B)(6) 2008: multiple gallstones. Diffusely thickened gallbladder wall with edema of the wall. This has the appearance of acute gallbladder inflammation. Pancreas parenchyma appears slightly hypoechoic suggesting pancreas edema.; on (B)(6) 2017: enlarged fibroid uterus with multiple subserosal fibroids. Ultrasound breast - on (B)(6) 2017: increased size of an in-determine 1 cm lesion in the right breast, which can be correlated with mammographic evaluation as clinically indicated. Ultrasound pelvis - on (B)(6) 2005: subserosal uterine leiomyomata. Ultrasound scan - on (B)(6) 2017: 2 benign appearing occipital lymph nodes.. Ultrasound scan vagina - on (B)(6) 2012: normal appearing ovaries, no ovarian cysts both ovaries are high in the pelvis and best seen transabdominally. X-ray - on (B)(6) 2015: no evidence for acute fracture or dislocation. Soft tissue swelling along the anterior forearm.; on (B)(6) 2017: no acute osseous abnormality of the left shoulder; on (B)(6) 2011: small suprapatellar effusion without evidence for acute osseous abnormality. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.